Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a procedure. (Patient gender, age, and weight are unknown). According to the complainant, the wire came off the cut wire port of the autotome. A second device was used and the procedure was successful. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was not available.

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.